Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone14.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the emergency room (ER) with hypoglycemia on unspecified date. The patient reported issue with a leaking pod which caused blood glucose levels to decline to 45 mg/dl while wearing the pod longer than 48 hours. No diagnosis was reported. Symptoms reported by the patient include loss of consciousness, falling, dizziness, and breaking his hand. As for treatment, a cast was placed onto the patient¿s hand. The length of the patient¿s ER visit was to be approximately 5 hours. The patient was released on the same unspecified day.